Manufacturer narrative:
Device evaluation of electrode belt was completed. The reported problem (ecgs non-functional) was due a broken black pulse wire found in the dn. The root cause unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.